Event description:
The customer reported the ventilator was alarming safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The respironics service tech was unable to duplicate the customer reported event. The service tech stated that the respiratory supervisor replaced the exhalation bacteria filter, prior to manufacturer evaluation of the device. The service tech performed extended self testing (est) and the unit passed all tests. Multiple occlusion alarms were noted in the ventilator diagnostic log from the time of the reported problem. A detected occlusion will cause the ventilator to alarm and open the safety valve, until the occlusion is resolved. Filter replacement and test must be performed per manufacturer recommendations. It is likely that user maintenance and an occluded filter contributed to this event.